Manufacturer narrative:
On 14-mar-2018, a field service engineer (fse) confirmed that the issue started after completing service the previous day. The fse replaced the washing probe assembly and performed sensitivity adjustment. The fse set the voltage range 1 to 4.8 volts. The fse then proceeded to ran quality controls and patient samples to verify proper instrument operation. The fse followed with the customer later during the day and confirmed that no further errors were generated. The aia-900 instrument was working within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was conducted for serial number (B)(4) from 14-feb-2017 through aware date 14-mar-2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported event was due to a faulty washing probe assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported receiving 2239 bf probe 1 purge failure error message on the aia-900 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), creatine kinase mb isoenzyme (ck-mb), and cardiac troponin I. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.